Event description:
It was reported to ge that during an examination the system stopped all exposures and displayed an error. Upon moving the pt to another room, the pt went into cardiac arrest and died.